Manufacturer narrative:
The events of lymphoma alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl suspected, "liquid under [the] breast."

Event description:
Patient reported patient had "liquid under [the] breast. Liquid was biopsied and found to be large cell lymphoma;" pathological markers were not provided. The side of this record is unspecified. The device remains implanted. The manufacturer of the device is unknown.